Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to alarm for an upstream occlusion during therapy. The patient was prescribed a fentanyl infusion initiated at approximately 15:00. At 4:30 of the following day, the pump alarmed for infusion complete but the spiked medicine bag remained completely full. Further examination revealed the blue IV clamp on the tubing was clamped. The reporter indicated "none of the infusing medication had actually run through the pump or reached the patient". This impacted patient care as a critically ill patient did not receive their ordered analgesia for an estimated 13 hours. No further information was provided.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. Device was received for investigation. Functional testing was performed and did not identify any issues related to the customer reported condition. Upstream occlusion testing was performed, which came back with passing results. The testing revealed that the device detected occlusions quickly when the loaded set was clamped off. The event history log review showed several upstream occlusion alarms which suggested the device was indeed detecting upstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.